Event description:
The customer reported that the jaws of the device would not re-open while applied to tissue. The surgeon used another instrument to remove the device from the tissue. It is unknown if the second instrument was used to cut off or to pry off the device from the tissue. There was no injury to the pt.

Manufacturer narrative:
(B)(4). To date, the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.